Event description:
The pt experienced a loss of therapeutic effect. The pt noted that he had fallen but "nothing real bad." He could only adjust his stimulation up to 10.5 volts on program 1 and 5.4 volts on "b" group. It was noted that the therapy was not covering the same as it used to. His recharger belt was also broken. Add'l info was requested.

Manufacturer narrative:
(B)(4).